Manufacturer narrative:
(B)(4). Yoke flange. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to what caused the damage to the device, the damage is consistent with a large praying force in the opening direction to the closing trigger resulting in the separation between the tube and the yoke damaging the yoke flange. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not release after firing the staples. They toggled the articulation bar but it still would not release. At first when they toggled, it would not click or do anything. As they continued, it did click like it would release but it still would not release. A second device was then opened, but at this point the appendix fell away from the device jaws and there was no need to use the second device. When the tissue was examined, they could see the staple did form, but for security they covered the staple line with everseal. The device jaws are still closed. No patient consequence.